Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Kenton k, mueller ER, tarney c, bresee c, anger jt. One-year outcomes after minimally invasive sacrocolpopexy. Female pelvic med reconstr surg. 2016 sep-oct;22(5):382-4. Doi: 10.1097/spv.0000000000000300. Pmid: 27403758; pmcid: pmc5070533. According to the available information, of 78 patients, one patient experienced a port site hernia, and two patients experienced bowl obstruction, all of which occurred in the first six to eight weeks post-surgery and resulted in reoperation. One patient experienced asymptomatic suture erosion, which did not require further treatment.